Event description:
It was reported that the procedure was to treat a 100% stenosed mid right coronary artery (rca) and the proximal posterior lateral artery. A 2.75 x 15 mm rx trek was used for pre-dilatation and a stent was implanted; however, thrombosis was seen in the right posterior lateral artery. The balloon was found to have a defect. A 2.25 x 20 mm rx trek balloon catheter was used to treat the posterior lateral artery when extravasatum appeared. Recanalization was stopped and angiography showed the blood flow resumed to the rca and the blood flow in the posterior lateral was timi 1-2. There was no defect of the artery, with some extravasatum existing. The patient was successfully treated with plain old balloon angioplasty to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The trek referenced is being filed under a separate manufacturing report number.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported no device malfunction could not be confirmed as the returned device analysis noted a balloon rupture (pinhole). Based on the analysis of the device, there is no indication of a product deficiency. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.